Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact, cracked bottom case. Event history log shows "invalid syringe size". Checked syringe size sensor and plunger position sensor. Ran occlusion test with 60ml bd syringe which passed. Cannot duplicate invalid syringe size alarm. However, the syringe size was slightly below spec. The cause of the reported issue was the syringe size slightly out of spec. Recalibrated all the sensors. Performed power up process, preventive maintenance and all functional tests which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service., corrected data: health effects corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump is not detecting the correct syringe size. No adverse patient effects were reported by the customer.